Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the problem. Arm 4 was working normally. The fse tested the and cleared the system for normal use. Three days after the event, four procedures were performed with no problems on arm 4. There is no need to replace parts as the system is working properly. The procedure that the customer noted inverted movement on arm 4, was completed robotically and there was no injury to the patient. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse found no system issues and no parts were replaced. Error 23124 is a local recoverable error indicating a discontinuity found in the cart-space position, suggesting an incorrectly updated offset. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 movement is inverted. The customer already changed the instruments and tested the instruments in another arm but the problem persists in usm4. Error 23124 was found in the logs. The system restart did not work. The procedure was completing as planned with no reported injury.